Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2250 mcg/ml at 750.5 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2019 it was reported that the patient had an MRI on (B)(6) 2019 and did not get his pump checked until his pump refill on (B)(6) 2019. At that time, they saw the pump was stalled and the patient had symptoms of tightness, weakness, weathered, grinding of teeth, and lower extremity issues. At the refill, there was a volume discrepancy. The actual residual volume (16 ml) was greater than the expected residual volume (2 ml). The pump motor stall recovered on interrogation of the pump on the date of the refill. The doctor refilled the pump and gave the patient oral baclofen. There were no issues in the logs other than the stall due to the MRI that recovered with interrogation on the date of the refill. They were going to be doing a dye study soon to determine if the catheter had any issues. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-may-2019 from a healthcare professional (hcp) via a company representative who reported that the cause of the volume discrepancy was the motor stall that occurred on (B)(6) 2019 due to the MRI. Pump replacement was planned. No further complications were reported/anticipated.